Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during a procedure, the sensing and capture threshold could not be measured due to noise on the rv lead. The noise could not be eliminated and lead anomaly was suspected. The lead was removed and new rv lead was implanted. The procedure was completed without any adverse consequences to the patient. The patient was stable.